Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the recorder was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient had pain at the implant site. The implantable cardiac monitor was explanted. No further patient complications have been reported as a result of this event.